Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Possible insulation breakdown or shorted component inside the power entry receptacle connector may have contributed to the event. The investigation concluded that the incident was specific to the defective ac inlet cable assy, cd1200 and no product issue identified. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed visible smoke near the power cable area of the cell-dyn ruby analyzer. No injuries were reported.